Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The reported problem of blisters was confirmed. A us distributor reported that a patient had developed a small blister located on the front right of the body and also used to have a blister on back right side of the body but now it's scabbing. The patient's doctor recommended neosporin for the irritation. During a follow up, the patient reported that the irritation has improved.